Event description:
The customer reported that the device intermittently did not recognize the pads cable. This was in testing only with no pt involvement.

Manufacturer narrative:
The customer reported that the device intermittently did not recognize the pads cable. This was in testing only with no pt involvement. Philips evaluated and verified the symptom. The therapy connector was replaced to resolve the symptom. The device passed all standard testing and was returned to service.